Event description:
It was reported to philips that it was not possible to move the c-arm or table. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the geo-pc and longitudinal potentiometer. The device was returned to expected functionality. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse examined the system and found there are no geometry movements in c-arm or table. Review of log files showed geometry error. As a part of repair activity, fse restarted the system manually, it solved the problem for a while, but geo-pc stopped again. The fse replaced the geo pc and the longitudinal potentiometer, reloaded the software on the geo pc. After replacement the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code was corrected.